Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cuff repair surgery, the cannula came apart into pieces. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a cuff repair surgery, the clear top piece of the cannula came apart. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The external top clear cap of the device came apart and it did not break into pieces. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.